Manufacturer narrative:
(B)(4). The reported complaint of "does not stay inflated - cuff" was confirmed based upon the sample received. The returned et tube was found to have its pilot balloon missing. The inflation line was torn and crushed where it enters the tube and the tube is also crushed where the inflation line enters the tube. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It could not be determined when or how the et tube got damaged, but it is unlikely that this type of damage was present at the time of manufacturing. Teleflex will continue to monitor and trend on this issue.

Event description:
It was reported that: on (B)(6) 2023, dr had two otts fail the cuff check prior to an intubation. Device was not used on patient and there was no reports of harm/adverse events.